Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 - initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, despite replacing the batteries, the endoled turns off during operation during an unspecified procedure involving an olympus battery-powered endoscopic light source. The customer suspected that the issue was caused by fluid invasion. There was no patient injury reported.